Event description:
It was reported that the nurse from another shift tagged an arctic sun device stated that it was broken. Only message on the device was that it was registering a false patient temperature (pt) that was below the actual patient temperature (pt). Confirmed device was currently not in use. Encouraged to send device to biomed for evaluation. They could simulate patient temperature (pt) to test and determined if there was an issue. Noted clinical helpline was available 24/7 and they could call when the issue was occurring so that they troubleshoot live.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced during service. The device was evaluated upon receipt. During the evaluation it was found that the reported issue was not confirmed. The arctic sun stat was put through post repair functional verifications during which the device was heated above 30 degrees c, cooled below 6 degrees c, and the bypass flow was verified adjusted to 1.8 +- .05 l/m at 28 degrees c and -7.0 psi. The fluid delivery line was leak tested and passed. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: sections a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse from another shift tagged an arctic sun device stated that it was broken. Only message on the device was that it was registering a false patient temperature (pt) that was below the actual patient temperature (pt). Confirmed device was currently not in use. Encouraged to send device to biomed for evaluation. They could simulate patient temperature (pt) to test and determined if there was an issue. Noted clinical helpline was available 24/7 and they could call when the issue was occurring so that they troubleshoot live.